Manufacturer narrative:
Manufacturing review: a lot history review was performed and this is the only complaint for this lot number to date; therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. The medical record review allege that the ivc filter was successfully deployed below the renal veins. Approximately one month post deployment, repeat venogram showed gross perforation of the left external iliac vein. Also, there was thrombosis of the infrarenal inferior vena cava upto and just above the ivc filter. Therefore, the investigation is confirmed for perforation of the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated through the left external iliac vein. The device has not been removed and there were no reported attempts made to retrieve the filter. Thrombus above the filter was identified; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated through the left external iliac vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.